Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after an initial eclipse surgery in (B)(6) 2016 a revision surgery of the large pegged glenoid was necessary 6 months after the inital surgery due to a glenoid loosening / cement breakage. No further information received. ***update (B)(6) 2024: further information was provided that after the initial implantation of an ar-9105-03 on (B)(6) 2016 the revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.